Event description:
The surgeon found the screw thread of the orbit mini complex fill 3x6 (637mf0306) was fragmentary. Another product was utilized to complete the procedure. The product was new. The event occurred during removal from the package, but nothing occurred during removal from the package that caused the issue with the coil. By fragmentary, the affiliate indicated that the coil unraveled/stretched. There was no problem unzipping the device, resistance occurred with unzipping/re-zipping or any part of the introducer. Other than the reported event, no other damages were noticed with the device.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.